Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported blank displays on the insulin pump. The events did not occur after receiving a new battery cap. During troubleshooting with a new energizer alkaline aaa battery, the customer stated that the display returned. The customer was sent a courtesy replacement battery cap to rule out a faulty battery cap being the cause of the insulin pump's blank display. The customer's blood glucose value was 182 mg/dl. No further information was provided.